Manufacturer narrative:
This medwatch is submitted to send the results of the investigation of this complaint. Product was returned to ldr medical : visual & functional examination shows no particular issue. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, mobi-c did not disengage from cartridge after insertion and when the surgeon pulled it out, he tried to reassemble the disc on the cartridge but the cage fell on the floor." The surgery was completed successfully with another implant of the same size. No impact on the patient. The investigation found no evidence to indicate device issue. Root cause : user error (instruction was not followed). The surgeon didn't follow the instructions , as mentioned the surgical guide technique stating "note: if the peek cartridge is difficult to extract,rotate one side of the cartridge 90° caudal, then remove with forceps. Repeat on the remaining side."

Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event.

Event description:
Dr. (B)(6) implanted disc when trying to disengage cartridge it would not come off so he pulled the disc out then want to reassemble disc on cartridge and cartridge fell on floor. No harm to patient. Surgery completed with another device (same size). Delayed a few minutes.